Manufacturer narrative:
Device analysis report is attached.

Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the patient experienced a bacterial infection at the implant magnet site and subsequently was treated with oral antibiotics thrice, for a duration of 10 days (twice) and 3 weeks respectively. However, this did not alleviate the issue and the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.